Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury. Device issue: shaft separation. It was reported that the lesion was in the distal rca and was accessed using another company's guide wire. The lesion was predilated and a xience 2.5 x 28 mm stent was introduced over the guide wire; however, the stent was unable to cross the lesion, even upon applying excess pushing. Several efforts were made to advance. It was then decided to remove the stent delivery system (sds). The guide wire was exchanged with a whisper es, and another xience 2.5 x 28 was used, and crossed the lesion, with some resistance. The stent was deployed successfully. No pt effects were reported. No additional event or pt info is available. This is being reported based on lab analysis which revealed a separated hypotube.

Manufacturer narrative:
(B)(4). Results - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood on the balloon. There was no contrast visible. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated 18.3 cm distal to the strain relief tubing. The fracture faces were ovaled as if the hypotube was kinked prior to separating. The jacket material was stretched and jagged at the separation. There were five kinks in the hypotube, 1 and 2 cm proximal to the separation and 1, 2, and 3 cm distal to the separation. There were no kinks or damage noted to the inner member or tip. There was no other damage noted to the sds. The tip seal length was measured and met mfg criteria. A snap gauge was used to measure the outer diameters of the stent implant. The measurements met mfg criteria. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.